Event description:
A report was received that the patient underwent a pocket revision procedure. The physician moved the pocket to a more comfortable location. The physician preferred to replaced the battery. The patient is reportedly doing well.